Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's branch office in (B)(4) that the needle on the manometer of an rd900aeu neopuff infant resuscitator was 'sticking.' No patient consequence was reported.

Manufacturer narrative:
(B)(4). The manometer component of the complaint rd900aeu neopuff unit is currently en route to fisher & paykel healthcare central in (B)(4) for inspection. We will submit our findings in a follow-up report following receipt of the component and completion of our investigation.